Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery was still dead after placing a new battery cap and a new battery. The customer's blood glucose was 75 mg/dl at the time of incident. The customer stated that the battery indicator was showing blank. The customer stated that the batteries were not previously used. The customer stated that they did not perform excessive button pressing. The customer stated that the backlight was not used frequently. The customer stated that they do not perform daily set rewinds. The customer stated that there were no unattended alarms. The customer stated that the insulin pump was not in vibrate mode. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.